Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-09163. It was reported the pt (B)(6) is experiencing unbearable heating at his ipg site while charging. It was also reported the charger itself gets hot while charging. The pt reduced the charging time to minimize the heating. A replacement charger was sent to the pt to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.